Event description:
Let me preface this story by saying that I am, hands down, the healthiest person I know, ask anyone at my gym, my job, or ask my friends and family. I eat clean, exercise, intensely, daily, sleep 8 hours a night, and don't take any medication. I'm now (B)(6). I had essure implanted in (B)(6) 2012. Never wanted kids, didn't want hormones running rampant in my body, so this seemed, after much research, the least invasive, safest, easiest alternative to hormones or tubal ligation. Year 1, felt like I had been hit by a bus, daily. Joint pain and flu-like symptoms. I kept saying "my bones hurt" because that was literally the only way I could describe the pain. I felt like I'd been poisoned, like there was a heavy metal coursing through my veins. Fatigue, lethargy, I could hardly drag myself out of bed. Spent countless days and nights sobbing and wondering what was wrong with me. I finally decided I had either fibromyalgia or possibly something like leukemia. I know now that my body was reacting to the implants, most likely the nickel and that I was in fact fighting my body being poisoned from the inside. Well, that eventually ended. Then, for the last year, I've had excruciating pain in my sides/abdomen. Thought it was kidney stones possibly. Now, I don't have insurance, so everything is out of pocket for me. I've had labor pain type menstrual cramps. I don't ever stop bleeding. All month, blood. Guess essure does the trick because sex has become so painful over the last year that I just can't handle it anymore. Not to mention, each time I have sex or squat heavy at the gym, or run sprints (anything that involves the waist/hips area), I bleed afterward. I bleed during sex, after sex, and for days following sex. My vaginal discharge smells different than it has my whole life, and it's not a pleasant smell. I have stabbing pains in my abdomen, both sides. I have intermittent severe gas and bloating of the abdomen from y rib cage down. The constant pain in my sides and bleeding and no sex I decided I'd just have to live with. I went to the gyno who inserted the essure and she said all of the above are symptoms related to my age, that it's "that time." When I told here I thought it was the essure she said no. She said the only way I could get rid of the essure was to have a full hysterectomy. [Profanity]. I went to a second gyno that a friend recommended and he said that the symptoms were definitely a result of the essure (he ordered an x-ray that showed the implants were exactly in the correct position, so we know it's not from breaking/movement) and that he could remove them laparoscopically, but he'd never done that before. When I couldn't get a price quote, I denied that surgery. Very scary. So, I've been doing research since, on doctors who perform essure removals (all are at ivf clinics). Three days ago, I finally bit the bullet and scheduled by essure removal with (B)(6). I will be paying (B)(6) out of my own pocket for removal and missing countless days of work (for which I do not get paid). That 's how desperate I am to get these evil things out of me and feel back to normal. Over the past three years, I've spent over (B)(6) trying to figure out what's wrong with me and to get the essure implants removed although nobody can "prove" that the essure resulted in my slew of symptoms, I know intuitively that there was no other explanation. After finding this site, and reading that other women had the same horrible symptoms, I can confirm that I'm not crazy after all. It's not all in my head, it's all in my fallopian tubes. I am counting the days til the surgery, although I'm terrified of the general anesthesia and recovery time because I take excellent care of myself and never thought I'd be enduring this. I hope this helps another woman struggling out there understand that she is not crazy, not alone, and that we just can't trust the collusion of government and big pharma.